Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump key lock would not unlocked, buttons were not responding. No significant events leading to keypad anomaly were observed. The customer was advised to revert to back up plan for blood glucose levels. The request will be sent to local office to replace pump.

Manufacturer narrative:
Device passed displacement test and selftest. All buttons function properly; no damage to keypad traces and connector on the electrical board was not unlocked during visual inspection.